Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving clonidine (400.0 mcg/ml at 249.54 mcg/day), compounded baclofen (400.0 mcg/ml at 249.54 mcg/day), bupivacaine (25.0 mg/ml at 15.597 mg/day), and fentanyl (300.0 mcg/ml at 187.16 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On(B)(6) 2015, the patient reported inadequate pain control. The clinical diagnosis was uncontrolled pain. On (B)(6) 2016, the catheter was repositioned from t4 to t7 to obtain improved pain control. The event outcome was "resolved without sequelae (B)(6) 2016". The event resulted in an unscheduled clinic or office visit. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.